Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was suspect of fracture as the rv (right ventricular) and svc (superior vena cava) coils had high impedances. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the impedance on the svc (superior vena cava) defibrillation coil and the impedance on the rv (right ventricular) defibrillation coil were both beyond the expected upper range. Product: d154awg implantable pacemaker/cardio/defib - (B)(6) 2009; 5076-52 implantable pacing lead - (B)(6) 2003. (B)(4).